Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter was displaying an ¿error 4¿ message during testing. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2014 at 10:00am. The patient stated that he manages his diabetes with self-adjusted insulin and it is not known if the patient made any changes to his usual diabetes management regimen in response to the alleged issue. The patient stated that an unknown time after the alleged issue began, he started to ¿sweat¿. In response to this symptom, the patient reported treating himself with food and/or drink. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time. The csr documented that the test strip completely drew in the sample. The csr walked the patient through a retest and the alleged meter issue could not be resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged meter error message began to appear.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (01/28/2015). The patient¿s meter and test strips have been returned on 1/12/2015 and 1/20/2015, respectively, and evaluated by lifescan product analysis on 1/14/2015 and 1/20/2015, respectively, with the following findings:no error message is observed in the error log, and error was not reproduced during the investigation. The test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. In addition, a secondary issue was noted when the test strips were found to have results above range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.